Event description:
It was reported the pt lost stimulation. The charger and programmer were unable to locate the ipg. The pt was sent a new charger, but the replacement did not resolve the issue. An sjm representative met with the pt to resolve the issue and was unsuccessful. X-rays were taken and no anomalies were revealed. The ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.